Manufacturer narrative:
Additional information g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported saline leak remains unknown.

Event description:
During an atrial fibrillation procedure, saline leaked from the hemostasis valve. The issue was noticed immediately after insertion into the patient. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.